Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt program. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported that the customer's insulin pump had a damaged case, rejected new batteries, unexplained no delivery alerts, and squirted insulin during priming. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay. Device passed the displacement test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt program. (B)(4).